Event description:
Allegedly, the doctor was performing a laryngoscopy with a vocal fold injection of steroid. During the procedure, the tip of the cannula broke off and was resting on the pt's vocal folds. The pt swallowed the needle and it disappeared. The doctor replaced the instrument and completed the procedure. The pt was followed up with serial abdominal x-rays until the needle was passed. The procedure was completed with no injury to the pt.

Manufacturer narrative:
We examined the instrument and confirmed that the 1 inch tip of the injection needle broke off of the cannula. The instrument was in use for 12 years; we think damage is due to wear of use.